Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they had difficulty recharging their implanted neurostimulator since the last couple weeks in october and saw an "rm05" message (agent understood this as the "system problem: cannot continue: call medtronic: rm05" message). Patient noted it took 2-3 hours to recharge their implanted neurostimulator and they needed to recharge every day. Agent helped the patient inspect the recharger antenna plug and controller port, but no visible damage was detected. An email was sent to the repair department to replace the controller. Pt called back stating they called in the other day since the controller said rm05 so they were sent a new controller. Pt tried to use new controller and still got rm05. An email was sent to repair to replace the recharger. Additional information received from the patient. Pt called back in stating that the ins is taking 4 hours to recharge to not even 100% and they are unable to get the controller to connect to the ins. Pt stated they get the no device found message when they do not have the recharger plugged in. They are unable to get the controller to connect to the ins without the recharger. However, with the recharger they are able to get them connected, but they still see the no device found message and it takes them many attempts in order to get them connected. Pt stated they are unable to enter MRI mode because of their inability to connect. Pt stated they have received a replacement recharger and controller. An email was sent to repair to replace the controller. Agent redirected pt to their managing hcp if the replacement controller does not resolve the issue. Pt called back and repeated information from this case noting they received more replacement equipment but the screen would still turn white when recharging the ins and still spent hours recharging the ins. Pt confirmed they had their ins stimulation turned on when recharging the ins. Agent reviewed the ins settings would affect ins charge times since the ins was turned on. Pt initiated a charge session to the ins with excellent quality, but then saw the no device found message and saw poor recharge quality. Agent re-directed pt to their hcp.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient product ID 97745, serial# (B)(6), product type programmer, patient product ID 97755, serial# (B)(6), product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.